Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of gallstones and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On unreported dates, the patient experienced gallstones and peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The patient thought that the gallstones caused the peritonitis. Treatment was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11e19022, h11g12049, h11h09050, h11h31070, h11i07086, h11j05089, h11j07085, and h11j24049 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.